Event description:
The arthroplasty was revised due to stiffness, pain, and contracture. The components were implanted in situ for ~ 4 y. The tibial and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-500, lot sd7hl, description: triathlon cem fxb bplt #5. Unk femoral condyle. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the (B)(6) center retained them. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding reduced range of motion involving a triathlon insert was reported. The event was not confirmed. The provided photo showed two large gouges in the insert, which probably occurred during explanation. Nothing further can be determined from the photo as the product was not returned. A device history review indicated that all devices accepted into final stock met specification. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
The arthroplasty was revised due to stiffness, pain, and contracture. The components were implanted in situ for ~ 4 y. The tibial and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.